Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality technician reported that the main battery failed testing and a cracked battery cable was found. Since the event occurred during routine testing, there was no patient involvement during this event.